Event description:
The customer reports that post implant a realize adjustable band she had complaints of continued hunger. The patient went for monthly check-ups and each time the patient continued to complain of hunger the reported fill volume was 8ccs. During a routine fill, the surgeon attempted to withdraw fluid but could not. Under x-ray, a leak was seen around the port. In addition, the patient was informed that the band had slipped and it would need to be removed or replaced. On (B)(6), 2011, the port and band were replaced. The patient is currently doing well and has no issue with the new band. The device was sent to pathology for testing, which is hospital policy for explants. Unfortunately, the pathology department discarded the device after testing. Therefore, there will be no device returned to us for evaluation.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.